Manufacturer narrative:
This report is for two (2) unknown cannulated screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is the patient without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a left shoulder arthroscopic rotator cuff repair and left shoulder arthroscopic assisted percutaneous screw fixation of the acromion due to left shoulder rotator cuff tear and pain. Two (2) synthes screws were used during the procedure. The patient had a left total shoulder arthroplasty (tsa) on (B)(6) 2015 and a revision of tsa on (B)(6) 2016 due to pain, weakness, fall, bursitis, glenoid loosening, and osteolysis. There was no surgical delay. Procedure and patient outcome was stable. This report is for two (2) unknown cannulated screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that two (2) unknown synthes k-wires and two (2) unknown cannulated screws were used during the procedure. The k-wires were removed.